Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue, the clip being stuck on the anterior leaflet, causing damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed posterior leaflet. The first clip (xtw) was implanted at medial a2/p2 with no reported issue, reducing mr to grade 2+. Another clip (xt) was advanced lateral to the first clip. After a successful grasp, the physician decided to reposition the clip. The clip was opened to 120 degrees, but the anterior gripper appeared in an abnormal position, and it was not possible to lower the anterior gripper. At this point the anterior leaflet appeared to be stuck in the clip. After several attempts, the clip was able to be freed and removed. However, the anterior leaflet appeared to be damaged, and mr increased to 3+. Another clip (xtw) was attempted, however, the posterior leaflet appeared damaged, and a flail of the posterior leaflet was noticed. The clip was implanted more central to stabilize the valve. The final mr remained at grade 4+.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close associated with the inability to actuate the gripper on the anterior side was not confirmed via device analysis. The reported difficult to remove could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury associated with the anterior leaflet damage was due to the difficulty removing the clip from the anterior leaflet. The reported difficult to open or close associated with the inability to actuate the gripper on the anterior side appears to be due to the gripper being caught on the anterior leaflet. The cause of the reported difficult to remove associated with the clip entangling with the anterior leaflet and the difficulty in removing the clip from the leaflet could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.